Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.

Event description:
The customer states they were testing the pump and while running a feed and flush pump set, they clamped off the pump set and ordered an infusion. The pump did not produce an occlusion alarm.

Manufacturer narrative:
Investigation: 10/28/2015. An investigation of kangaroo epump was performed for the reported condition of, ¿the customer states they were testing the pump and while running a feed and flush pump set, they clamped off the pump set and ordered an infusion. The pump did not did not produce an occlusion alarm.¿ initial testing of the unit found that the pump was functioning properly. The unit was escalated to a senior technician where it passed extended function, accuracy, and recertification testing therefore, this complaint will be considered false. Kangaroo epump was manufactured in 2006. A review of the device history record shows this device was released meeting all manufacturing specifications.